Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient's previous managing hcp filled the pump and started her at her previous dose and the patient overdosed. The patient was now being managed by new hcp and the pump had been set to minimum rate because the desired dose that they would like to program cannot be achieved at the 60mg/ml concentration. The hcp was refilling the day of the report with 10mg/ml and will let the old concentration clear then reprogram to 0.5mg/day. This will take between 71 to 86 days at minimum rate mode.

Event description:
It was reported that supposedly the patient¿s pump had been dry for 2 weeks. The patient did not hear alarm. The pump was refilled in the office on (B)(6) 2013. The dose at that time was taken from 18.534 mg/day to 5.995 mg/day. The following day the patient experienced overdose symptoms, drowsiness and difficulty breathing. The patient came to ed (emergency department) and was given a narcan drip and the pump was turned to min. Rate. The ed hcp stated he did not feel the patient was processing the morphine and she had a lot of other issues going on. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient experienced minimal signs of withdrawal as a result of the pump being dry. The cause of the empty pump was because the patient was unable to be contacted as the patient was in and out of outside hospital and the patient's family did not contact the hcp's office. The patient was seen at an outside facility when the pump was decreased to minimum rate. The hcp is attempting to decrease concentration of morphine to slowly increase rate from minimum rate. Per the hcp the patient was now at a skilled nursing facility being followed by an outside agency for adjustments and refills.

Manufacturer narrative:
All previously reported conclusion codes have been updated/corrected.

Event description:
It was later reported that, in (B)(6) 2013, the patient went into complete withdrawal. The pump was then filled and it overdosed her. The patient was in the "acute" intensive care unit (ICU) for 6 days an almost died. The pump was "shut down".